Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing revealed affected channels.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, a migration of the electrode array out of cochlea was suspected by the surgeon. However, this could neither be confirmed by diagnostic imaging nor during the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing revealed affected channels.